Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer took out the site from his skin and was trying to complete an infusion set change. Customer was not doing anything when he received the alarm. Customer has put a new tubing on the reservoir and has only been on the pump since last friday. Customer's blood glucose level was 133 mg/dl. Customer performed a 5.0u fixed prime but the insulin did not exit. Customer was advised to remove the reservoir from the pump and disconnect and reconnect the reservoir and infusion set at the tubing connector. Customer stated that the insulin exits the tubing. Customer stated that he observed the insulin exiting the tubing or pump alarms. Customer was advised that the pump was working as designed. It was explained that the alarm may have been caused by set/reservoir occlusion. Customer was assisted with clearing the occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).